Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 1 day of data (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp. The log file captured a backup battery fault alarm from (B)(6) 2023 at 19:31:39 to the end of the log file captured on (B)(6) 2023 at 08:32:58 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Provided information stated that exchanging the backup battery did not resolve the issue. Additional information provided communicated that the system controller was not exchanged; however, no further issues have occurred. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Review of the DHR also revealed that the system controller was manufactured with the implementation of corrective and preventative action (CAPA) 116200, which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery (ebb) was replaced due to ebb fault alarms, but the issue was not resolved. A controller exchange was recommended.